Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating active/paired state). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving an unspecified low sensor scan result compared to a reading obtained on a competitor brand device. Customer experienced symptoms described as couldn´t walk, move, or talk, sweating, and loss of consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.